Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 10/02/2025, a sales representative reported via email that two ar-1655ps-10 peek tenodesis screws (5.5 x 10.0 mm) broke during use. All fragments were successfully removed from the patient. The bone was noted to be hard, and preparation was performed using a 2.4 mm pin and a 6 mm barrel reamer. The procedure was completed using two additional ar-1655ps-10 peek tenodesis screws without further issues. The incident occurred during an ac joint reconstruction procedure, with no reported patient harm. Additional information was received on 10/07/2025: this ac joint reconstruction procedure occurred on (B)(6) 2025. During the case, two ar-1655ps-10 peek tenodesis screws (5.5 x 10.0 mm) broke into pieces during use. The incident did not result in any surgical delay, additional anesthesia, or reported adverse effects.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.